Manufacturer narrative:
Concomitant medical products: catheter: model 8709sc, serial# (B)(4), implanted: (B)(6) 2012. (B)(4).

Event description:
An overdose was reported. It was reported that the patient was "frustrated" with the pump and that he had "almost died a couple of times" due to the pump because he was "flooded with lioresal." It was unclear when the event occurred. It was also noted that the patient was on the "lowest" dose of baclofen and that he had been using valium type drugs for a little over 34 years for leg spasms before getting the pump. The device system was used to infuse lioresal. Additional information has been requested, but was not available as of the date of this report.